Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she has been experiencing multiple high blood glucose levels. The customer was not using the insulin pump because her doctor requested to discontinue the device until she was comfortable enough to use it. The customer's blood glucose level was 600 mg/dl. The customer had a really bad headache and their mouth was seriously dry. The customer treated the high blood glucose level with injections. Troubleshooting for the insulin pump was not completed. The customer was to be sent new infusion sets and tubing clamps. The customer will not return the device for analysis.